Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges wheezing. The patient also alleges a high pitch hum and metallic/burnt taste and smell coming from machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device will not be returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. The customer has stated that they discarded the device and it is not available for return. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.